Event description:
The stent was placed successfully. Post angio appearance was good. The pt was transferred from the diagnostic table in cath lab to gurney. At this time, pt developed major st elevations. An attempt to recath was unsuccessful as they were unable to cross stent. Pt expired enroute to surgery for CABG.